Event description:
It was reported that patient was seen in clinic on (B)(6) 2024. They were having low voltage alarms intermittently. The patient stated that these alarms had no pattern. Sometimes, they happen when the patient was sitting doing nothing, and other times when they were bending down or moving. One happened while the patient was in the clinic. These alarms had been happening since june. The patient was always on battery. All patient's battery clips were replaced and cleaned all the terminals. System controller and modular cable were also replaced, but still the alarms continued. X-rays of the driveline was performed. Log files captured several odd low power advisories and power cable disconnects while the patient was connected to battery power. These appeared to be occurring on only a single controller power lead at a time indicating that it was likely related to the batteries or battery clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial number(B)(6)) was not returned for analysis. Information provided by the account stated that (B)(6) was put in to use on (B)(6) 2024 due to low voltage and power cable disconnect alarms (MFR # 2916596-2024-04328). Log files submitted for evaluation on 25jun2024 contained data showing an exchange from (B)(6) to (B)(6). Log files submitted for evaluation on 11sep2024 contained data showing (B)(6) in use. This indicates a controller exchange from (B)(6) occurred between (B)(6) 2024. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU)section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.